Manufacturer narrative:
Conclusion: the reported component breakage issue was confirmed. The root cause was attributable to human error in that the assembly operator failed to apply sufficient solvent to this bonded connection. The affected mfg and quality personnel participated in this device investigation. A review of the applicable procedures was performed to identify any add'l instructions that would address this type of error. Re-training of the applicable work instructions was performed. The MFR will continue to monitor and trend for this type of mfg assembly error.

Event description:
Complaint rec'd reporting breakage/leakage incident with use of one (1) ch-10 IV access bag w/clave and one (1) ch3034 5" 1.5 ml, bag spike adapter w/spiros, vented cap. The report describes a (B)(6) incident where "... Luering the ch3034 to the ch-10, the clave on the ch-10 spun off of the white plastic at the bonding point. Doxorubicin leaked on to the pt and the nurse who was administering the chemo at the pt bedside...a second nurse was also exposed to the leaking fluid..." No problems were noted by the pharmacy/treatment staff during the initial set up. There were no adverse pt/clinicians consequences. MFR's complaint investigation and analysis: one partial broken ch-10 access device (missing the clave) and two (2) pkgd same lot ch-10, lot #2249666 samples were returned for analysis and investigation. Visual inspection of the used ch-10 confirmed the clave connector was no longer attached to the spike. The engineering analysis of the bonded connection recorded insufficient solvent/adhesive on the identified components. There were no visual abnormalities on the returned packaged same lot ch-10 samples. Visual and functional performance tests were conducted on the two (2) returned ch-10 same lot samples. The results recorded no out of spec conditions and/or performance issues.